Manufacturer narrative:
It was reported that a revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. In addition to this using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints have been identified for the head, this will be continuously monitored. No other similar complaints were found for the cup. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Photographic evidence was received but did not aid the investigation and no medical documentation was available for review therefore smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without additional information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.

Event description:
It was reported that, after a bhr primary surgery had been performed on an unknown date, the patient experienced hip pain and raised metal levels. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The femoral head 44mm ((B)(4)) and acetabular cup hap size 44/52 ((B)(4)) were explanted. The patient outcome is unknown.